Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/13/2020. A manufacturing record evaluation was performed for the finished device al9660 number, and no non-conformances were identified. Additional information was requested and the following was received: how was case completed? Used different lot.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details.

Event description:
It was reported that the patient underwent cesarean section procedure on (B)(6) 2019 and suture was used. The wire was dry and, during aponeurosis closure, the wire broke into several parts. Another device was used to complete the procedure. There were no adverse patient consequences reported.